Event description:
On 07-apr-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a 28-year-old male patient with chest pain. Return product is not available for investigation. Method date collected result pos/neg alinity (B)(6) 2026 0145 4 neg I-stat (B)(6) 2026 0201 21.1 pos alinity (B)(6) 2026 0245 4 neg I-stat (B)(6) 2026 0258 16.8 neg alinity (B)(6) 2026 0345 4 neg I-stat (B)(6) 2026 0400 17.3 pos facility positive cut-off: I-stat- 21 alinity <=27 ng/l there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml) female 490 13 (10, 17) male 404 28 (19, 58) overall 895 21 (14, 30)

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.